Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir was not locking in place. The customer¿s blood glucose level was 518 mg/dl at the time of the incident. The customer¿s blood glucose level was 54 mg/dl to 300 mg/dl yesterday. The customer reported rim of the reservoir compartment along the inside was crack. The customer was treated with manual injection . The insulin pump will not be returned for analysis.